Manufacturer narrative:
His report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a customer using the ilet experienced an occlusion alert shortly after starting therapy, observed a bent cannula on an inset infusion set (23 inch, 6 mm), and required guidance to change the infusion set to resolve the issue. Symptoms included hyperglycemia with a reported glucose of 291 mg/dl lasting for a couple of hours. Outcomes included no health consequences beyond transient hyperglycemia. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with an occlusion related to the infusion set cannula. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.